Event description:
Health professional reported hernia. Surgery (not lap-band ap system related) specified as, "hernia repair" and lap-band ap system adjustment took place to treat event. Health professional reported "esophageal spasm". Action taken was medication to treat event.

Manufacturer narrative:
The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Hernia and esophageal spasm are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.